Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was alarming when the device was powered off. There was no patient involvement when the issue occurred. There was no patient or user harm reported. The customer reported that there was no error code observed in the event log. The device was making a "beeping" sound when plugged into the alternating current (ac) power, and the device was powered off. The philips remote service engineer (rse) provided the customer with the latest version of the service manual. The customer reported that the device's power supply was operating within specification. The customer then confirmed that the problem existed with the battery unplugged; the issue was also confirmed with the power management board speaker disconnected. The rse recommended replacing the central processing unit (cpu).

Manufacturer narrative:
The customer contacted philips for additional assistance, as it was reported that the central processing unit was replaced, and the customer needed the option codes to restore the device. The customer reported that after the option codes were updated, the issue was not resolved. The power management board was swapped, but the device was alarming after 12-15 minutes, when the device was plugged into an alternating current (ac). The customer then reported that the motor control (mc) board was swapped, and the issue was resolved. The customer confirmed that the replacement of the mc board resolved the reported issue.